Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016 a patient¿s (pt) parent called to report that the pt experienced itching, burning, and hurting while using the acuvue oasys brand contact lens. The pts parent also reported that the pt had an eye infection. The pts parent reported that the pt first began to experience symptoms on (B)(6) 2016. The pts parent also reported symptoms of ¿stabbing, peeling around eye, and watering eye.¿ the parent reported that the pt was taken to the eye care professional (ecp) was diagnosed with conjunctivitis. The parent also reported that the suspect product was discarded. On 28dec2016 a call was placed to the pts ecp and the following medical information was obtained as follows: the ecp reported that the pt was diagnosed with ¿pink eye¿ by another ecp. The ecp reported that the pt used ¿erythromycin ointment for three days and then the pts eye was fine.¿ a call was placed to the pts treating ecp on 06dec2016 for additional medical information. On 15dec2016 a call was received from the pts treating ecp and the additional information was obtained as follows: the pt was seen on (B)(6) 2016 and was diagnosed with bacterial conjunctivitis in the os only. The ecp reported that the pt was prescribed ocuflox 2 drops os qid for seven days. The ecp also reported that a slit lamp exam was negative with no uptake, no abrasion, but the eye irritation was noted. No additional medical information was received. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00kjwz was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.